Event description:
It was reported that this patient experienced multiple episodes with inappropriate anti-tachycardia pacing (atp) and electrical shocks delivered due to atrial fibrillation with rapid ventricular response. In one of the episodes, therapy was exhausted. A boston scientific technical services consultant reviewed the episodes and confirmed the device was operating as programmed. Reprogramming options for therapy optimization were discussed. The device remains in service. No adverse patient effects were reported.